Event description:
This us spontaneous case refers to a pt who has a long history of smoking who was found to have a right lung mass after an x-ray, in 2004, the pt underwent right thoracotomy, right upper lobectomy and flexible bronchoscopy. During surgery, the surgeon applied coseal post lobectomy, not along the staple line but along fissure created in order to complete the lobectomy. Post surgery, they were transferred to the pacu and then to the cardiac surgery unit in stable condition with a right pleural chest tube in place. On postoperative day 1, the pt had dropped their blood pressure to 69/36 the previous night and started a phenylephrine drip at 15 mcg per minute which was decreased down to 12 mcg per minute and maintained blood pressure around 100/43. They also were on a fentanyl drip at 8 mg morphine for breakthrough pain. White count was elevated to 18.32. Their lungs were clear to auscultation with diminished bibasilar breath sounds. Their sao2 was at 97% on 2 liters of oxygen via nasal cannula (nc). They had about 400 cc total drainage from surgery from their chest tube and they had a positive air leak and tachycardia. Over the next several days. They had some white haziness on their chest x-ray that increased in haziness from the previous day's x-ray. They had a positive air leak. Chest tube had been placed to water-seal and was draining around 100 cc serous drainage. They had no palpable crepitus. Sa02 on 2 liter of oxygen nc were between 89 and 93 percent. They continued with good pulmonary toilet and epidural analgesia which was controlling the pt's pain. The pt was being prepared for transfer to a telemetry unit when they went into atrial fibrillation with rapid ventricular response of 170s following an albuterol treatment, which was confirmed by a 12 lead EKG. Amniodrarone drip was stated at 1mg/minute. The pt converted to a normal sinus rhythm overnight in the 80s. The amniodarone drip was discontinued but was started on oral dose. The pt transferred to the telemetry unit and continued to receive care there. Breath sounds diminshed on the right and chest x-ray showed decreased aeration on the right lung. The pt was returned to water suction. The pt was up ambulating the halls with assistance and used the incentive spirometer. Their lungs were diminished on the right and they were starting to expectorate gray sputum. The pt developed increased white cells in the 18.2 range. The pt did not have any fever. Incision was approx without erythema or drainage. No edema in the extremities was noted. Chest tube was discontinued. The pt had a chest x-ray that showed a pneumonthorax and a right pleural chest tube was again placed. The pt continued on antibiotics while they were in the hosp. Chest tube was discontinued the following month. Following resolutin of pneumonthorax and air leak. The pt was discharged the following day.